Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation. It has not been received.

Event description:
The event occurred between (B)(6) 2018. It was reported that a transpac tubing set was disconnected/broken between the pressure line and the blood withdrawal port during infusion with heparinized saline after approximately 1 hour of use. The device as replaced with no further problems reported. There was no adverse event or delay in critical therapy reported.

Manufacturer narrative:
One (1) used, partial set, list # 01c-42640-06, transpac® IV monitoring kit with safeset¿ reservoir was received for testing. Testing found the 27" arterial pressure tubing separated from safeset port. The cause of the arterial tubing separation from the safeset port was insufficient solvent. A device history review (DHR) was completed and no relevant non-conformities were noted. The reported complaint of tubing separation was confirmed. The probable cause of the separation was due to insufficient solvent.